Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Unit powered up properly after battery installation. No missing segments or partial display noted. Unit was downloaded successfully using thump software for reference. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 36.0 received the lowbatteryalert (104) on 10/05/2025 18:29:00 after more than 7 days at 11.91 days. Battery cycle 35.0 received the lowbatteryalert (104) on 09/23/2025 20:38:00 after more than 7 days at 11.09 days. Battery cycle 34.0 received the lowbatteryalert (104) on 09/12/2025 08:47:00 after more than 7 days at 11.35 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the sleep current measurement, active current measurement test, and self test. No low battery alarms or unexpected battery power loss noted during testing. No pump error 23 noted during testing, as pump error 23 is a known and expected alarm. Unit functioning properly. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) were within spec range. The pump received with normal operating currents. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor, internal battery and vibrator assembly noted. The following cosmetic damages were noted: label damage (faded), cracked case (battery tube), cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case, cracked keypad overlay, keypad overlay texture damage, scratched case, and pillowing keypad overlay. In conclusion, customers allegations of battery power loss and failed battery test were not confirmed when no unexpected battery alarms were noted during testing, and when the baat tool concluded the customer did not experience an unexpected power loss of less than 7 days per the pump history records. Customer allegations of pump error 23 were not confirmed when no pump error 23 anomalies were noted during testing, as it is a known alarm. Customer allegations of missing segments/partial display were not confirmed when no missing segments or partial display were noted during testing. Overall, unit tested successfully and unit functioning properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 23(post-reset ram crc alarm), replace battery alarm, battery failed alarm, and the pump was glitching. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-1780kl. Troubleshooting was partially performed. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer's response was that the device will be returned. No product return is required for mmt-1780kl.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.